Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6) medical care north america. The patient¿s pd nurse confirmed the patient could not complete pd treatments on the (B)(6) cycler or by manual pd exchanges due to drain issues from pd catheter (not a (B)(6) product) malfunction. The patient was switched to back up hemodialysis and was subsequently discharged from the hospital on (B)(6) 2026. The patient remains on back up hemodialysis pending repair of the pd catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).